Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this sales representative contacted boston scientific to report that this patient will be presented back to the electrophysiology laboratory on (B)(6) 2018. This subcutaneous implantable cardioverter defibrillator (sicd) device and electrode will be explanted due to infection. The patient was presented back to the electrophysiology laboratory on (B)(6) 2018. The sicd device and electrode were explanted. There were no reported patient adverse effects reported as a result of the explant procedure.

Manufacturer narrative:
Additional information from a procedure summary report was received on january 16, 2019. Erosion or infection was listed for the indications for procedure.

Event description:
It was reported that this sales representative contacted boston scientific to report that this patient will be presented back to the electrophysiology laboratory on (B)(6) 2018. This subcutaneous implantable cardioverter defibrillator (sicd) device and electrode will be explanted due to infection. The patient was presented back to the electrophysiology laboratory on (B)(6) 2018. The sicd device and electrode were explanted. There were no reported patient adverse effects reported as a result of the explant procedure.